Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using tandem¿s charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.